Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that scrub/physician had difficulty loading intraocular lens (iol). Additional information has been requested, yet no new information received.

Manufacturer narrative:
Additional information and correction provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and reported that the lens didn't fold correctly during loading/priming. There was no patient contact.